Manufacturer narrative:
(B)(4).

Event description:
The consumer and a healthcare provider reported that the patient was charging too frequently. The patient had not recently been reprogrammed or switched to a new group but had recently increased their stimulation parameters. The patient usually charged to three-fourth full and that usually lasted 2 weeks but they had to charge every 2 to 3 days recently. There were no medical procedures, falls, or trauma related to this event. Additional follow-up indicated that a manufacturer representative met with the patient to fix the issue. There were no patient symptoms reported. The patient was indicated for non-malignant pain.